Event description:
Information was received from a patient via a manufacturer representative (rep). It was reported that there was discomfort and a burning sensation at/over the patient¿s implantable neurostimulator (ins) site. There were no factors identified that light have led or contributed to the issues. For troubleshooting, impedances were checked and reprogramming was performed. To resolve the issue, the ins was explanted on the day of the report and it would not be replaced in the future. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.